Event description:
The doctor indicated that this abutment screw fractured.

Manufacturer narrative:
The visual inspection of the abutment screw confirmed that it had fractured. Review of the device history record did not indicate a deviation in manufacturing that could cause this condition. A definitive root cause could not be determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.